Event description:
Developed low thyroid symptoms within 8 years of breast augmentation. Diagnosed (at year 8) with hashimotos thyroiditis and food sensitivities. Over the last 10 years, I¿ve suffered from back, neck, and shoulder pain, neuropathy in my feet, and hands, deep muscle and joint pain, brain fog, chronic fatigue, but also insomnia and restless sleep, inability to recover from exercise, inability to lose weight, no libido, swollen lymph nodes in my throat, and behind my ears, scalp and body hair loss, hormone imbalance, multiple fungal infections, and replaced bacterial and viral infections. (B)(6) 2018 revealed parasites, candida, and stress on liver, kidneys, and adrenals, high cholesterol and high blood pressure.